Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: not applicable as there was no patient contact with the device. Section a-3a patient sex: not applicable as there was no patient contact with the device. Section a-3b patient gender: not applicable as there was no patient contact with the device. Section a-4 patient weight: not applicable as there was no patient contact with the device. Section a-5 patient ethnicity: not applicable as there was no patient contact with the device. Section a-6 patient race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded dcb00 model intraocular lens (iol) was reported to be getting scratched when coming out of the cartridge. There was no patient contact with the iol. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 28-jan-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint device was received in a bag which was in the original folding carton. During a visual inspection, the device was inspected under magnification. The complaint device was received with the plunger rod advanced to a lens that was stuck in the cartridge. Viscoelastic residue was distributed through the length of the cartridge. No cartridge damage was identified. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no resistance. The lens was removed from the cartridge and was possibly damaged during the removal. The lens was cleaned and presented with damage to the optic body and lines from being folded for an extended period of time. The edge of the lens also presented with a tear. Complaint issue "dc-cosmetic issues" was not identified during photo and product evaluation. The observed "dc-lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.